Event description:
It was reported that a gradual decline in patient's hearing performance has been noticed by the guardians since (B)(6) 2012. Problems of external devices are excluded and a history of head trauma is denied by guardians. Testing in situ shows that 7 channels are in status hi. The patient was re-implanted on (B)(6), 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.